Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 29mm sapien 3 valve in the aortic position using transfemoral approach, the sheath was inserted without difficulty into the patient¿s tortuous vessels. When advancing the valve and delivery system through the sheath there was a lot of resistance. The pelvis was visualized with fluoroscopy and it was noted that the sheath was kinked, the valve and delivery system had perforated the sheath through the expandable portion/seam, perforated the iliac artery, and the devices entered the retroperitoneal space. The patient was converted to emergency vascular surgery for vessel repair. New devices were able to be used to implant a second valve using the other iliac without difficulty. There was tortuosity of the vessels and the vessels took a deep posterior dive. The vessel was not pre-dilated. The loader was fully inserted into sheath. The delivery system was in default position during. The insertion angle was around 30 degrees.

Manufacturer narrative:
Voluntary medwatch report number 2200710000-2020-8043 was received by edwards lifesciences. Sections a2, a3, b7, e4 were updated. Per the report, when advancing the valve through the esheath, the valve did not advance to the distal aspect of the sheath. The physician experienced increased pull on the wire and the sudden pulling of the distal end of the wire out of the left ventricle. The valve and delivery system had exited through the side of the esheath perforating the left iliac system as it had tracked through the retroperitoneum. The patient experienced a drop in blood pressure requiring vasopressors, CPR and emergent vascular surgery. The patient had a tortuous iliac artery that may have contributed to the event. The devices were not returned to edwards lifesciences for evaluation. Review of procedural videos/imagery/photographs was performed. From cine image, the delivery system appeared out of the sheath. Photos showed the sheath shaft was kinked. Per 3mensio imagery, the patient had tortuous access vessels. DHR review did not reveal any manufacturing non-conformance related issues that could have contributed to the reported events. Lot history review revealed no other similar complaints. A review of complaint history on confirmed device complaints (returned and no product returned) from november 2019 ¿ october 2020 revealed other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. Note: in expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Unscrew the loader cap. Attach hemostats to the proximal end of the loader tubing. Peel the loader through its entire length. Remove the loader from flex catheter. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques: coda balloon, iliac occlusion balloon, reinsert dilator. Do not reinsert sheath if removed. Repair can be performed superficially or with endovascular techniques: surgical instruments should be available. Consider vascular surgery. Surgeon should be in room at all times. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. Note: surgical cutdown and repair are recommended for the first few cases. Percutaneous access and closure may be considered by experienced users. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The complaints for ¿sheath shaft ¿ resistance with delivery system¿, ¿sheath shaft ¿ kinked, bent¿ and ¿sheath shaft ¿ liner torn¿ were confirmed based on the imagery provided. As no device was returned for evaluation, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. However, review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports the fact that the sheath has proper inspections in place to detect issues related to the reported event. Review of the IFU/training manuals revealed no deficiencies. Per the report, when advancing the valve and delivery system through the sheath there was a lot of resistance. Per imagery review, the patient had tortuosity of the access vessel. The presence of tortuosity access vessels can create a challenging pathway during the delivery system advancement through the sheath, and it leads to high resistance. Per training manual ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As such, available information suggests that patient factors (tortuosity) may have contributed to the ¿sheath shaft ¿ resistance with delivery system¿ event. The excessive force was applied to overcome the high resistance and tracked through the tortuous access vessel, it led to the kink of sheath. Per training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿ ¿do not force sheath¿ and ¿if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm¿. As such, available information suggests that patient factors (tortuosity) and/or procedural factor (excessive device manipulation) may have contributed to the ¿sheath shaft ¿ kinked, bent¿ event. However, a definitive root cause was unable to be determined at this time. Due to sheath shaft kink could create a weak liner spot on sheath liner, and further excessive device manipulation could lead to a liner tear. Sheath liner tears have been previously investigated by edwards and documented in technical summary. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. Device ifus and physician training documentation were also reviewed. Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage. Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. Based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigations in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed. Available information suggests that patient factors (tortuosity) and/or procedural factors (kinks sheath shaft/excessive device manipulation) may have contributed to the ¿sheath shaft ¿ liner torn¿ event. However, a definitive root cause was unable to be determined at this time. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, patient factors (vessel tortuosity) and procedural factors (excessive force used to overcome resistance) may have contributed to the iliac artery perforation. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was confirmed. No manufacturing non-conformances were identified during the evaluation. Available information suggests that patient factors (tortuosity) may have contributed to the complaint event. The complaint for ¿sheath shaft ¿ kink, bent¿ was confirmed. No manufacturing non-conformances were identified during the evaluation. Available information suggests that patient factors (tortuosity) and/or procedural factor (excessive device manipulation) may have contributed to the complaint event. A definitive root cause was unable to be determined. The complaint ¿sheath shaft ¿ liner torn¿ was confirmed. No manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined. Available information suggests that patient factors (tortuosity) and/or procedural factors (kinks sheath shaft/excessive device manipulation) may have contributed to the complaint event. Since no labeling, training, or IFU deficiencies were identified, no corrective and preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.